Manufacturer narrative:
Should additional information become available this event will be updated and resubmitted.

Event description:
Boston scientific (bsc) crm received information that this implantable cardioverter defibrillator (ICD) recorded noise in the ventricular fibrillation (vf) zone. The field was unable to determine the source of the noise; therefore, a data disk and electrogram was sent into bsc technical services for review. Disk review revealed one episode with noise on the right ventricular (rv) channel. The total duration of oversensing was less than two seconds. This patient has an underlying rhythm. Rv impedance was stable from 400-600 ohms during the first three months of implant. Since, impedance has fluctuated from 400-900 ohms with regularity. Shock impedance is between 45-60 ohms and rv intrinsic amplitude is good. Since all lead diagnostics are within normal range, continued monitoring was suggested. Currently, this ICD remains implanted and in service. No adverse patient effects reported.